Event description:
Information was received indicating that a smiths medical pump was getting an error that read: "not ready. Pushrod must move forward, remove cartrdige then press ok." The cartridge was filled with enough drug. The patient tried these steps multiple times but would not correct. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, the customer's stated problem was able to be verified. During power up, the error code 116 was found on the screen display and it indicated a problem with the downstream occlusion sensor. The device was opened for further investigation and determined that a faulty downstream occlusion sensor was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.